Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and reused equipment. On same day as onset of the peritonitis, the patient was hospitalized for the peritonitis event. The same day, the patient was treated with injection of vancomycin (2 gram, stat dose and repeat every fifth day, route of administration not reported) and injection of fortum (1 gram once a day, route of administration not reported). Dianeal therapies were ongoing. At the time of this report, antibiotic treatment was ongoing and the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.